Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a replacement procedure, it was impossible to connect the already implanted ventricular lead to the pacemaker. The lead connector pin could not be completely inserted in the connector port of the pacemaker and be screwed with three different screwdrivers. It was decided not to implant the pacemaker.

Manufacturer narrative:
The preliminary analysis of the returned device revealed a damaged ventricular setscrew, which could explain the reported connection issue. No tightening mark was observed on the ventricular set-screw and the first thread of the ventricular set-screw was damaged.

Event description:
Reportedly, during a replacement procedure, it was impossible to connect the already implanted ventricular lead to the pacemaker. The lead connector pin could not be completely inserted in the connector port of the pacemaker and be screwed with three different screwdrivers. It was decided not to implant the pacemaker.

Event description:
Reportedly, during a replacement procedure, it was impossible to connect the already implanted ventricular lead to the pacemaker. The lead connector pin could not be completely inserted in the connector port of the pacemaker and be screwed with three different screwdrivers. It was decided not to implant the pacemaker.